Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 143 mg/dl. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.